Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the packaging, labeling including the tags do not match the contents. The labels directly on the rail packaging are also not identical to the contents.